Manufacturer narrative:
Occupation: n/a other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a peritoneal leakage caused by peritoneal infection. When the peritoneal dialysis tube leaked, the patient went to the hospital immediately. It was reported that the doctor cut it off and reconnected the short pipe, and the patient went home after. After two days, the patient had a stomach ache, the dialysis liquid was cloudy and the peritoneum was infected. The patient was treated with moxifloxacin in the peritoneal dialysis and abdominal cavity was washed, and had recovered after three days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.